Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm blood leaks out of control plug blood leaks from floswitch directly after placing the device in the patient. After the canula was placed, doctors noticed blood dripping from the "red part" of the canula, which has to be the flow switch. Patient was not hurt, but a new canula had to be placed. Blood leakage occured with floswitch opened and closed. 1 sample is available for pick up, please see internal comments for more infos or get in touch with me prior to pick up. When did the incident occur? During use.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of blood leaks out of control plug was confirmed upon inspection of the sample. Analysis of the sample showed damage on the silicone valve in the floswitch housing. The silicone valve was observed to be shorter than a production sample and slanted. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The leakage is likely due to the slanted valve edge assembled into the floswitch housing into the catheter bush end. During a part jam on the tube cutter machine, the production technician will need to clear the jammed silicone valve and tubing material by manually cutting the tubing material before restarting the machine. During the manual cutting, the edge could be slanted. There is a possibility the manually cut edge was dropped into the good parts bin. To prevent this defect, updates to the procedure will be made to discard 20 pieces of silicone valves when there is a tube cutter machine jam. A lesson will be created to train the production technician to push the silicone tubing material beyond the outlet when trouble-shooting a jam. The production technician must ensure the tubing is cleared off completed before restarting the machine.